Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parents reported via phone call that they experienced high blood glucose. The customer state that they went into hospital on (B)(6) 2018 with blood glucose 500 mg/dl. The other blood glucose level was 150 mg/dl. The customer also report the blank display and pump an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. The customer was advice to discontinue use of the pump and revert to backup plan per health care professional. The product will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. No blank display or an error in the motor was detected by reading unexpected value from hall sensor alarm noted. However, insulin pump received with post-reset ram crc alarm , trace pointers are invalid alarm, power supply test failed during self-test alarm during self test and high sleep current measurement due to moisture damage electronic assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.